Manufacturer narrative:
The e801 analyzer serial number was not provided. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii and elecsys anti-tshr results for 1 patient sample on a cobas e801 analyzer, a fujirebio analyzer, and an abbott architect analyzer. This medwatch will cover elecsys anti-tshr. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft3 iii results. (B)(6) 2026, the customer had an initial ft3 result of 3.57 pg/ml from a siemens analyzer. The reference range is 2.13 - 4.07 pg/ml. The initial anti-tshr result was 0.66 iu/l from a fujirebio analyzer. The reference range is <2.0 iu/l. On (B)(6) 2026, the sample was sent to another laboratory for testing on an e801 analyzer. The ft3 result was 7.78 pg/ml the reference range is 2.30 - 4.00 pg/ml. The anti-tshr result was 14.1 iu/l. The reference range is <2.0 iu/l. On (B)(6) 2026, the sample was sent to an additional laboratory for testing on an abbott architect analyzer. The ft3 result was 3.14 pg/ml the reference range is 1.68 - 3.67 pg/ml. The anti-tshr result was 1.26 iu/l. The reference range is <3.10 iu/l.